Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported that the touchscreen, when pressed, responded incorrect position. The field service engineer (fse) verified the reported problem. It was found that the touch screen was out of the correct place where it was touched. Therefore, the touch screen was replaced. The customer reported that the unit was not in use on a patient. The fse replaced the touchscreen to address the reported problem.